Event description:
A motor stall was confirmed with a rotor study, pt symptoms were not specified. The pump was replaced. No injury to the pt was reported, she recovered without sequela. The pump was used to deliver fentanyl.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. This report is being submitted late due to a delay by a manufacturer employee. Training is in place.